Manufacturer narrative:
Exemption number: e2015015. The dentist reported that immediate implant and immediate load procedures were performed.

Event description:
The clinician reported that more than 6 months after the dental implant and abutment were placed in ada site 4, the implant had lost osseointegration in type I bone clinician reports patient's sensitivity to palpation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that more than 6 months after the dental implant and abutment were placed in ada site 4, the implant had lost osseo- integration in type I bone clinician reports patient's sensitivity to palpation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.